Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with micro introducer, 7f 7cm. The customer states that a distal piece of the 45cm guidewire broke off in the pt. Customer states that physician had to make an incision and extract the piece of guidewire out of the pt. The pt was sutured up without injury.

Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the result will be forwarded.